Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed as the health care professional (hcp) asked for advice regarding a smart pass episode as well as non-sustained episodes. Technical services (ts) reviewed available device data, noting some myopotential oversensing which resulted in one inappropriate shock episode back in (B)(6) 2022. It was also noted the noise does not indicate any potential presence of mechanical impairment. Steps to assess possible reprogramming were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed as the health care professional (hcp) asked for advice regarding a smart pass episode as well as non-sustained episodes. Technical services (ts) reviewed available device data, noting some myopotential oversensing which resulted in one inappropriate shock episode back in (B)(6)2022. It was also noted the noise does not indicate any potential presence of mechanical impairment. Steps to assess possible reprogramming were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.